Event description:
It was reported that prior to starting a da vinci surgical procedure, the coating on the shaft of the bowel grasper instrument was torn. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the main tube insulation was scratched and some of the insulation was removed. The scratches measure approximately .029 - .709 in length. The distance of the deep scratches from the distal end of the main tube was approximately 5.245. 013 uses left. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.